Event description:
A customer reported obtaining erroneously high phosphorus (phs) results for five (5) patients on the synchron cx9 alx clinical system. The results were reported out of the laboratory. Repeat testing of the patients' samples produced lower phs results and reports were amended. There was no change to patient treatment or diagnosis reported in connection with this event.

Manufacturer narrative:
The customer did not provide sample information. Quality control results were within established ranges during the time frame of the event. A field service engineer (fse) was dispatched for the event. The fse found the reagent syringe valve leaking. The fse replaced the valve, cleaned the sample and reagent wash stations, and the partially clogged sample probe.